Event description:
It was reported that a pump malfunction occurred after it was dropped, which was indicated by malfunction code 199 and further confirmed by malfunction code malf 3. There was no adverse impact to the customer's blood glucose level. The customer's pump is out of warranty, and they reverted to an alternate method of insulin therapy.